Event description:
Pt had a single lumen catheter with subcutaneous port placed on (B)(6) 2014 for chemo therapy. Developed swelling, burning, and pain right chest wall during chemo and chemo stopped. Venogram of port on monday (B)(6) 2014 indicated pinhole fracture in catheter and catheter removed and new catheter placed on (B)(6) 2014.